Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period aug-2019 through jul-2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
The initial reporter named in block e1 is a getinge employee whose contact details differ from that of the event site. A contact at the event site is: bill umstattd, clinical base lead, (B)(6).

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) replaced the video generator kit which resolved the issue. The fse replaced the d 9 volt battery as a part of pm. The fse then completed pm, with full calibration and the iabp passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. Upon completion of our investigation, a supplemental report will be submitted. The initial reporter named is a getinge employee whose contact details are: (B)(6); which differs from that of the event site. The contact information for the customer has not been provided. A supplemental will be submitted upon completion of the investigation.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) displayed fault code #137, and was also found in the error logs to have occurred 66 times since the last pm service. There was no patient involvement, and no adverse event reported.